Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high result from the coaguchek in range meter serial number (B)(4). The coaguchek in range meter is not approved for distribution nor is like or similar to a product approved for distribution in the united states. The result from the customer's meter was 3.0 inr. The result from a hospital's coaguchek meter was 2.2 inr. The tests were performed less than one hour apart. There was no allegation of an adverse event. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer did not return any materials for investigation. The investigation was unable to find a definitive root cause.